Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to an elevated blood glucose (bg) level of 468 mg/dl and ketones; cause was unknown. The customer was treated with intravenous fluids of saline and insulin. The customer was released from the hospital the next day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider to discuss diabetes management.